Event description:
A 6 fr maknv wire was used and the tip split into 2 different pieces inside the patient's kidney, both pieces were retrieved by surgeon and x-ray was taken to confirm no wire was left behind.